Event description:
Follow up information obtained identified the abbott representative met with the patient and was able to resolve the issue by resetting the patient's scs ipg bluetooth communication protocol.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was not able to communicate with her scs ipg after a rf procedure. Reportedly, the patient stated the therapy was turned off prior to the rf ablation and surgery mode was not turned on. The patient controller displayed the message "cannot connect to the generator, generator is not responding". The next course of action has not been determined at this time.